Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer could not be recovered, would not open, but indicated it needed to be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 would not open. A field service engineer opened back cabinet and inspected the drawer and found latch magnet was missing. Then removed the drawer and replaced latch and closed the cabinet. Later customer could recover the drawer and verified functionality. The system functioned as intended after the field service engineer repaired the device.